Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Multiple non-sustained right ventricular oversensing episodes were noted. Right ventricular lead damage was suspected. No further information was available.

Event description:
New information states that the right ventricular lead was explanted on (B)(6)2018 for noise oversensing. The lead was successfully replaced. The patient was stable.